Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 3003853072-2016-00113.

Event description:
The surgeon used final screwdriver shaft to tighten the screws, both the final screwdriver shaft and blocker broke when surgeon tried to tighten the blocker. The patient did not retain a foreign body and the surgery was completed with devices of the same reference number.

Manufacturer narrative:
The returned driver was examined. It was found broken; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions related to proper device usage.